Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), and a registered nurse (other) via a company representative (rep) about a patient receiving baclofen (concentration: 1000 mcg/ml, dose: 308 mcg/24hr) via an implantable infusion pump. It was reported that there was a discrepancy during the refill procedure between the expected and actual volume retrieved from the pump. The expected volume was 4.5ml but the actual volume of the medication retrieved was 18ml. This was brought to the managing hcp attention. The patient was just seen by the hcp this morning and did not display any signs of an abnormal functioning pump. The patient was complaining of some increased spasticity so the hcp increased the dose by 10%. After informing hcp about the refill discrepancy, the hcp did not seem concerned. It was mentioned that per the rn (registered nurse) , there was a discussion about doing a dye study however the physician who typically handles pumps was out of town till (B)(6) and did not have a backup hcp that can do the procedure. The rn tried getting the facility to do the dye study but all the physicians were uncomfortable doing the procedure. It was reported that the rep offered to bring the cap kit and offered help but no doctor was willing to do the dye study. The hcp was not worried about the patient at this time so it was decided that a dye study was not necessary. The patient however was slightly lethargic and somnolent so he was kept in observation for sometime. The factors that may have led to the event were unknown at this time. There were no pump alarms showing upon interrogation. A discussion about a dye study was done but per hcp it was not necessary and/or per rn she did not have the appropriate help from the facility doctors to performed the procedure. It was reported that at time of the report, patient was monitored and no further clinical changes were recommended by the managing hcp. At 9:00pm on the (B)(6) 2021, the rep received a call from that the patient presented to the ER (emergency room) non responsive and was admitted to ICU (intensive care unit) on account of baclofen toxicity. The rep went to the ICU as the ICU hcp wanted patients pump to be programmed to minimum rate. Bedside ultrasound revealed a fluid pocket around the pump which could be that there was a pocket fill earlier today during the refill procedure. About 22ml of fluid was removed from the pocket and about 14ml was removed from the pump. The pump was filled with saline and would run at minimum rate after the bridge bolus the remaining medication from the catheter. At the time of report, patient will be managed with oral baclofen until further discussion and surgical intervention is decided up by the clinical team and the patient/caregiver. It is unknown if the issue was resolve at the time of report. It was asked but unknown if surgical intervention was planned. The patient's medical history was asked, but unknown. The patient's status at time of report is alive-no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on (B)(6) 2021. It was reported that the issue was resolved at the time with saline in the pump at minimum rate. The patient was being managed with oral medication. Based on the ICU encounter, they believed the pocket fill was confirmed. No further complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that in (B)(6) 2021 the patient presented to have their pump refilled. At the time of refill it had been noticed that more drug had been removed then what had been expected. At the time the physician ordered for the pump to be refilled. On (B)(6) 2021 the patient presented for another refill, and another volume discrepancy had been noted. The physician again ordered for the pump to be refilled as prescribed. Following the refill the patient had been more somnolent and not as responsive as normal. The patients breathing had slowed and the patient had been brought to the emergency department. In the emergency room the patient had been barely breathing and reflexes were absent. The patient had then been admitted and intubated. After being admitted the patient went into cardiac arrest. The patients pump had then been re-accessed and providers were able to aspirate medication from the pump. Further investigation determined the patient suffered acute metabolic encephalopathy due to baclofen overdose. The patient experienced shock, hypoxemia, acute respiratory failure, and seizures.